Manufacturer narrative:
D4 - lot number: 36508745 was reported but could not be verified. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that coating issue occurred. The target lesion was located in the prostate artery. A 115/20 kit renegade hi flo catheter-infusion was selected for use. During the procedure, the physician noted that the wire in the catheter had been navigated to the intended location. However, the coating from the wire caused the catheter to become clogged, preventing anything from passing through. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.